Event description:
Additional information received reported that the device was explanted. It was indicated that malposition of the implantable neurostimulator was attributed to the event. It was also reported that during a reprogramming that occurred on (B)(6) 2012 the patient had comfortable vaginal stimulation.

Event description:
It was reported that the patient experienced a shocking or jolting sensation in the pocket when therapy was turned on. The patient also stated that the 'lead was laying on a nerve causing pain down the leg', and as a result the patient had only had therapy turned on for approximately six months since the initial implant (2009). Reprogramming was attempted, but the patient still had a burning sensation and the device was turned off. A fluid short was suspected, but the hcp stated that they were not going to address the fluid short right away as the patient was going to lose more weight before undergoing a revision surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) reported chronic fluid collection at the implantable neurostimulator (ins) site. The hcp noted the lead had dissipated effectiveness, the ins was malposition secondary to significant patient weight loss, there was also chronic fluid collection at the ins site. Hcp reported the patient had the ins and the lead removed. The hcp noted there was a small amount of brown serous fluid consistent with located fluid or old hematoma. The battery was removed. The lead was clamped and the battery was cut off. The lead was then removed, all four electrodes were identified and the tines as well. The hcp noted the patient tolerated the procedure very and was taken to the recovery room in excellent condition.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from hcp indicated that patient experienced burning and decreased effectiveness when stim was increased and secondary to significant weight loss. The stimulator malposition was observed (B)(6) at office visit. A follow up visit on (B)(6) 2012 indicated patient present for ins adjustment and patient complained of burning feeling when she turned stim up. Patient had turned stim on and off to get symptoms relief. The manufacturer representative (rep) changed pulse width at fine resolution and patient had comfortable vaginal stim. On (B)(6) 2012, patient spoke to rep regarding ins possibly being out of position. The patient complained of burning and pain with low dosage. Patient had stim turned off and unable to have it on even low without discomfort. It was noted that patient wanted to lose weight prior to reposition ins. On (B)(6) 2012, the patient was in for annual follow up. It was noted that the ins was malposition. It was still not working properly and patient was getting shock. Rep believed there were fluid in there and a problem with the lead. On (B)(6) 2012 patient reported she wanted the device removed. The device was turned off but it still caused her discomfort to placement. Patient would like to try oral medication again. Per hcp, patient can restart enablex 7.5mg which can be increased to 15mg in 6 weeks if necessary. Patient had device removal scheduled on (B)(6) 2016. On (B)(6) 2012, patient called hcp stating that she took keflex that was sent to pharmacy for post op-care. After taking keflex, she noticed the pain on the left side was gone. Hcp explained to the patient that the keflex was meant for her post op care. Hcp asked if patient had noticed if the ins site was warm to touch or red. Patient replied yes it was but she thought it was due to the fact that she was always rubbing it. Hcp said they would proceed with the surgery as it was possible that the patient had an infection at the site. Hcp electronically sent another keflex to the pharmacy for her postop care.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v581948, implanted: 2011 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).